Event description:
On (B)(6) 2012, the patient contacted animas and reported that the ok keypad button was sticking, intermittently unresponsive and required multiple presses to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and cleaned the pump with a damp cloth. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/21/2014 with the following findings: visual inspection revealed that the keypad cover was free of damage. Evaluation revealed that all of the keypad buttons were intermittently responsive; the reported event was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts.